Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When the stem package was opened during surgery, it was noticed that the spigot at the neck was not in the package. There was no surgical delay because the staff just opened another stem package.

Manufacturer narrative:
An event regarding a missing spigot protector for an exeter stem was reported. The spigot was not returned in the packaging, however the event could not be confirmed to be a manufacturing related issue. Device evaluation and results: visual inspection was carried out on the returned part. The photograph noted that the spigot was missing as was some of the packaging foam. Medical records received and evaluation: not performed as no adverse consequences to the patient were noted and no medical records were provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the investigation performed by the supplier concluded "no action is required at this time as there was no indication of a manufacturing issue. This complaint was presented to the exeter stem packaging operators. Lmo qa product surveillance will continue to monitor for trends". No further investigation is required at this time if further information becomes available this investigation will be re-opened.

Event description:
When the stem package was opened during surgery, it was noticed that the spigot at the neck was not in the package. There was no surgical delay because the staff just opened another stem package.